Event description:
Ge healthcare was notified that equipment room had a fire in the 20kva fluoro ups. The sprinkler system was activated by medical staff and the equipment room was doused. No injury was reported. The fire remain contained within fluoro ups cabinet.

Manufacturer narrative:
Here was no patient involved. The issue occurred in the equipment room after a case was completed. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation has been completed. The fire remained contained within the fluoro ups (uninterruptible power supply) cabinet. Some cases beside the ups were melted. These cases were kept on the left hand side approximately one inch away. As per ge healthcare's pre-installation manual, it is recommended to keep a space around the fluoro ups; this was not followed. It was confirmed that the fire extinguisher was activated by hospital medical staff and the equipment room was doused. The fluoro ups has not been provided for in depth analysis. Based on information available, the most probable root cause is the failure of fluoro ups batteries. It is recommended to replace the batteries every 3 years; however, no battery replacement was done by the customer since the installation of the fluoro ups in march 2006. In addition, the fluoro ups battery test was failing since (B)(6) 2014; however, the customer did not replace the batteries. The customer has been made aware of the importance to perform the fluoro ups battery preventive maintenance (pm) as instructed in service manual. No further action is required at this time.